Manufacturer narrative:
Tracking #.55415. H6; dislodged anvil. Based upon the info rec'd and the visual examination, it was concluded that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design spec.

Event description:
The rep reported the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the tsw35 fired three times then locked up. The case was completed by opening a new tsw35. There was no consequence to the pt.